Event description:
Customer took his insulin at 12pm(7-8 units of novalog) according to unspecified blood glucose result and ate his normal lunch. Customer stated that his wife called the paramedics because he was passed out and unresponsive around 6pm or so. She was able to get him alert enough to give him orange juice. Paramedics ran a test on their meter and it was 30 mg/dl(6:35pm). They ran tests on his meter, results were 61 mg/dl(6:40pm) 85 mg/dl(6:42pm) customer was given more orange and was feeling better. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.